Event description:
It was reported that the pt is no longer able to hear with his device. All external parts have been exchanged, however, without success. The pt experienced a background noise shortly before the implant stopped working. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.